Manufacturer narrative:
Product complaint # (B)(4). D4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01)gtin is not available. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: ¿ did this issue contribute to any patient adverse event? --received information as following from sales rep via phone; please refer to the event description, other information requested is unknown. ¿ how many devices demonstrated the alleged deficiency? --received information as following from sales rep via phone; please refer to the event description, other information requested is unknown. ¿ did the event occur during one or multiple patient procedures? --received information as following from sales rep via phone; please refer to the event description, other information requested is unknown. ¿ what is the total number of procedures? --received information as following from sales rep via phone; please refer to the event description, other information requested is unknown. ¿ have any of these events been previously reported to ethicon? If so, could you please provide the corresponding reference number(s)? --received information as following from sales rep via phone; please refer to the event description, other information requested is unknown. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2026 and suture was used. When the doctor used the suture, it was found that the quality of the suture was extremely poor, and it was easy to break, and several of the same batch were replaced, which had a high incidence of this situation. The suture was continuously changed until it was replaced with a good quality one for patient. No adverse patient consequences were reported. Additional information was requested